Event description:
It was reported that a stent had dislodged. A percutaneous coronary intervention was being performed on a lesion in the middle portion of the right coronary artery. After the lesion was predilated, a 3.00 x 16 synergy ii drug-eluting stent was placed by inflating the balloon to 14 atmospheres (atm). After placing the stent, the balloon was not able to be retrieved. The balloon was re-inflated and again deflated in attempt to remove it. The strong force used to pull out the balloon led to the stent dislocating from its original placement. The balloon at that point was able to be removed. The issue was noted to be resolved and the patient was stable.

Manufacturer narrative:
Device is a combination product. Narrative below corrected: the statement, "the crimped stent outer diameter measured and was within maximum crimped stent profile measurement" is corrected to state "the crimped stent outer diameter measured at the time of manufacture was within maximum crimped stent profile measurement." A 3.00 x 16mm synergy stent delivery system was returned for analysis. The stent was not returned for analysis. The crimped stent outer diameter measured at the time of manufacture was within maximum crimped stent profile measurement. The balloon was reviewed, and the balloon was in a deflated state and clear hardened media visible within, evident that pressure had been applied. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. After soaking at 37 degree c to loosen the hardened contrast media within the device, the balloon was inflated to rated burst pressure of 16 atm, as per dfu, without issue and maintained pressure. The device was deflated successfully in 14 seconds which is within deflation time specification of less than or equal to 16 seconds. Deflation time was measured using stopwatch. The inflation device was verified before and after use using druck pressure gauge. A recommended 0.014 inch guidewire was introduced into the device to facilitate the functional testing. No other issues were identified during the product analysis.

Event description:
It was reported that a stent had dislodged. A percutaneous coronary intervention was being performed on a lesion in the middle portion of the right coronary artery. After the lesion was predilated, a 3.00 x 16 synergy ii drug-eluting stent was placed by inflating the balloon to 14 atmospheres (atm). After placing the stent, the balloon was not able to be retrieved. The balloon was re-inflated and again deflated in attempt to remove it. The strong force used to pull out the balloon led to the stent dislocating from its original placement. The balloon at that point was able to be removed. The issue was noted to be resolved and the patient was stable.

Manufacturer narrative:
Device is a combination product. A 3.00 x 16mm synergy stent delivery system was returned for analysis. The stent was not returned for analysis. The crimped stent outer diameter measured and was within maximum crimped stent profile measurement. The balloon was reviewed, and the balloon was in a deflated state and clear hardened media visible within, evident that pressure had been applied. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. After soaking at 37 degree c to loosen the hardened contrast media within the device, the balloon was inflated to rated burst pressure of 16 atm, as per dfu, without issue and maintained pressure. The device was deflated successfully in 14 seconds which is within deflation time specification of less than or equal to 16 seconds. Deflation time was measured using stopwatch. The inflation device was verified before and after use using druck pressure gauge. A recommended 0.014 inch guidewire was introduced into the device to facilitate the functional testing. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent had dislodged. A percutaneous coronary intervention was being performed on a lesion in the middle portion of the right coronary artery. After the lesion was predilated, a 3.00 x 16 synergy ii drug-eluting stent was placed by inflating the balloon to 14 atmospheres (atm). After placing the stent, the balloon was not able to be retrieved. The balloon was re-inflated and again deflated in attempt to remove it. The strong force used to pull out the balloon led to the stent dislocating from its original placement. The balloon at that point was able to be removed. The issue was noted to be resolved and the patient was stable.